Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: could you please clarify if there were any patient consequences? No. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during an unknown procedure, the surgeon had taken the linear stapler and followed the firing sequence. He could not get the stapler formation due to the malformation of the staples. He took another new one to complete the procedure. No patient consequences reported.